Event description:
After the IV was inserted, and button was pressed, the needle did not retract fully, resulting in a needlestick injury to the clinician. The source patient is (B)(6). The affected clinician is on medication and under a physician's care as a result of this incident.

Manufacturer narrative:
To date, the sample has not been received for evaluation. Upon completion of the no sample investigation, a supplemental report will be submitted. (B)(4).